Event description:
In 2002, pt presented for "declot at 1:00 pm in cath lab. Doctor successfully punctured the graft at the site directed towards the venous anatomosis. The sheath was inserted, then the graft was punctured. Sheath successfully inserted. At 1:32 pm several attempts made to deflate balloon. At 1:40 pm doctor successfully deflated balloon by puncturing the graft with a 25 g needle and passing tip of needle through balloon. Remainder of procedure completed without incident 2:00 pm. 3:00 pm pt discharged without complaints of discomfort to home with family member and discharge instructions.